Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), implanted: (B)(6)2026, explanted: (B)(6)2026, ubd: 19-jan-2028, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen via an implantable pump for unknown indications for use. It was reported that the patient had a revision of their catheter's spinal segment due to medical judgement. There were no noted issues with the original catheter, but there was leaking of csf around it from a revision procedure. The new catheter was placed down a new tract to limit csf leakage. No known contributing factors were noted. The issue was resolved.